Event description:
Patient reported "I am writing to you to express my complete dissatisfaction with your product that has been the cause of my health problems and subsequent explant surgery. I have been experiencing a wide range of symptoms, including but not limited to, hot and cold sweats, body aches, anxiety, desperation, puss coming out of my nipples, no energy, body rashes and red eyes with no answers to why. After multiple visits to my gp regarding these symptoms I was referred to get an ultrasound which showed my left implant was ruptured. Following the discovery of my ruptured implant, I met with a plastic surgeon to discuss my options and the surgeon advised that the best course of action would be to get the implants removed as soon as possible as they are doing damage to my health. I had breast implant explant surgery. When I had the allergan natrelle implants put in these implants came with a lifetime warranty. I have also been made aware that this type of textured implant has been recalled as they are deemed unsafe. To summarise, these implants have caused serious problems with my health. I am utterly mortified that one of them was completely ruptured and leaking silicon into my body. With a company like yours, I put full trust into your product thinking it would be safe for my body but it has been the complete opposite. Due to this, I believe I am eligible for warranty coverage to compensate for the out of pocket expenses I have incurred to have explant surgery to remove these faulty implants. Attached are my invoices from the hospital, surgeon and anaesthetist. As well as images of the ruptured implants. Furthermore I will have a statement from my plastic surgeon in regards to these implants" the is for the left side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture.